Event description:
It was reported that high impedance and high pacing threshold due to possible lead fracture were noted on the ventricular lead. The lead was explanted and replaced. The patient did not experience any adverse events.

Manufacturer narrative:
(B)(4).